Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: a vyaire field service representative (fsr) evaluated the device onsite and verified the reported problem. To resolve this issue, the luer lock connection was tightened. Device passed all testing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 of additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the 3100 a ventilator experienced pressure issue. Not getting stability. The customer confirmed that there was no patient involvement associated with the reported event.